Event description:
It was reported that the unit shut off on a patient while in transport at 6:23 pm. No patient harm reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit shut off on a patient while in transport at 6:23 pm. No patient harm reported.

Manufacturer narrative:
The device was returned to the workshop of the manufacturer's local subsidiary and subject to a detailed investigation. Several hardware issues were found but the majority of them cannot be put in causal connection to the reported shut-down. One of these issues was affecting the device-internal voltage supply in consequence of which system time and date were reset when the device (was) shut-off. Hence, the records in the statistical log have no relation to real-time values anymore and, a detailed reconstruction of the reported event is not possible. The most recent entries however show that the device ran on internal battery until its full depletion. The log provides evidence that the device posted the corresponding alarms - first that the battery was activated, later "battery low" alarms with increasing priority and finally the "battery empty" alarm - the total battery run time was 30 minutes. Under consideration that these entries were logged during the period in question the derived information is contrary to the side note mentioned by the user who stated that no alarms were issued and that the shutdown was unexpected. Device examination further revealed that the internal battery was in use for four years already and thus older than the recommended exchange interval of three years. It cannot be excluded that this has been a secondary factor in the event - the runtime on a new and fully charged battery is 60 minutes. The battery may either have not been fully charged at the time of activation or the runtime was already shortened due to aging. It can be finally concluded that the described sequence of battery operation until full depletion would be a reasonable explanation for the reported shut-down during patient transport. But due to the fact that no valid time stamps are available for the log entries, a conclusion can't be made with certainty. Given that the theory is correct, the shut-down must be attributed to use error - the device clearly indicated via corresponding alarms that it ran on battery and informed about the foregoing discharge.